Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter also alleged that the battery compartment was cracked and contained moisture. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the pump's black box showed evidence of unexplained pump events on (B)(4) 2016. The pump ws unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. A test battery cap was used for all testing. The pump intermittently powered with the test battery cap. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. There was evidence of additional moisture contamination inside the pump on the battery canister. The display screen was dim and discolored.